Event description:
Procedure type: donor nephrectomy. According to the reporter: after removing the 14g step needle (veres needle) from the abdomen, it was noted that the instrument had separated into two parts. The stylet and spring had separated from the main needle body. There was no report of pieces falling into the cavity or impacting the pt. Another device of the same kind had to be used to complete the procedure. No pt injury was reported and pt's current condition is well.